Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was also reported that noise occurred with the atrial lead. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 503458, lead implanted: 1996-(B)(6). (B)(4).